Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5086mri58 implantable pacing lead, implanted: (B)(6) 2013; rvdr01 implantable pulse generator (ipg), implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that a pocket infection occurred. The implantable pulse generator (ipg) system was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary # product ID# (B)(4), the lead was returned and analyzed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.